Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. Initial evaluation confirmed the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This complaint for a report of a leak was confirmed. The root cause was undetermined.

Event description:
During an evaluation of a transfer set that was returned to baxter, it was found to have a leak coming from a crack at the base of the spike. The leak was found during a visual inspection and leak testing of the transfer set. As this was found during evaluation, there was no patient involvement.